Event description:
Information received regarding the explanted device notes premature eri. Fourteen days post implant, measured battery data was 2.62 v, 133 ua, <1 kohms with a magnet rate of 91.5 ppm. Two months post implant, the measured battery data was 2.31 v, 200 ua, <1 kohms with a magnet rate of 73.2 ppm. Calibration of the measured data was not successful. The patient's condition was good.